Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 5.1 and 5.2 had failed and were not detected on the bus. A field service engineer observed that drawer 5.1 had a blinking data light, which typically indicated a poor row board cable connection. The fse reseated the row board cables at the drawer controllers and also replaced the hard stop, after which both drawers and all associated pockets were verified to be back on the bus. The drawers were then tested in the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.